Event description:
Customer reported to beckman coulter, inc (bec) that the mode-to-mode option on the coulter lh 500 hematology analyzer was out. Customer reported that probe wipe was dripping. Customer reported that the leak was not contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blood detector had come loose and fell into the path of the blood sampling valve (bsv), not allowing the bsv to rotate properly. The fse removed and placed the blood detector back to its original location and tightened the screw holding the blood detector in place.

Manufacturer narrative:
(B)(4).